Event description:
It was reported that the ventilator failed the o2 supply pressure test portion in the turbine and gas supply test sequence. There was no patient involvement. Manufacture's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the o2 supply pressure test portion in the turbine and gas supply test sequence. The evaluation of the provided logs confirms the failures. The only information received regarding this complaint is the reported event. No information on replaced parts has been received. Given this, we have not been able to identify any root cause.